Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated nor was there any magnet response. There were no consequences to the patient. The pm was reprogrammed and the patient was in stable condition.